Event description:
Computer on gamma camera lost communication with camera during procedure. Pt left in gantry area on gurney while machine was rebooted. During orientation program, camera gantry came down on pt leg. Broken bone and laceration to pt's foot. Siemens called in for service event.